Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer reported that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump was returned for analysis.